Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) machine is showing no ECG graph on screen. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) checked unit for issue with same ECG lead wire and trunk cable, no issue found. Also check all possibilities for issue, unit working fine. Also perform all required tests, found ok. Unit observed for 01 hr. Unit working fine. Still kept under observation for next 2 days. Handed over the equipment to the customer in good working condition.

Event description:
N/a